Manufacturer narrative:
The investigation has determined that three non-reproducible, higher than expected vitros tropi es results were obtained from three different patient samples from three different patients using the vitros 5600 integrated system. The most likely assignable cause is a vitros tropi es lot 1820 reagent related issue. Although vitros tropi es within-run precision test results were outside of ocd guidelines, acceptable within-run precision was obtained using an alternate tropi es reagent lot without performing any actions to optimize the vitros 5600 instrument. Therefore, it is unlikely an instrument related issue contributed to the event. In addition, the customer does not process a control fluid with a troponin I concentration at, or below the url. Therefore, the performance of the vitros tropi es reagent lot 1820 at, or below the url concentration of 0.034 ng/ml cannot be determined. Pre¿analytical sample processing could not be ruled out as a contributing factor, as the customer is not following the sample collection device manufacturer recommendations for sample centrifugation. It is likely that cellular debris, due to poor sample preparation, was present in the affected samples, although this could not be confirmed.

Event description:
The customer obtained a non-reproducible, higher than expected troponin I results from three different patient samples using vitros troponin I es (tropi) reagent on a vitros 5600 integrated system. (B)(6). A biased result of the direction and magnitude observed may lead to inappropriate medical action if not detected. The higher than expected results were reported from the laboratory patient 1 underwent an angiogram procedure via a cardiac catheterization, however was discharged after test results were reviewed. There was no allegation of patient harm due to the angiogram procedure. Patient 2 and patient 3 did not receive treatment nor was treatment changed or withheld based on the reported tropi es results. There were no allegations of patient harm as a result of the three events. This report is number one of two MDR's for this event. Two 3500a forms are being submitted for this event as two devices were involved. (B)(4).